Manufacturer narrative:
Device evaluation: one cadd pump was received for evaluation in good condition. Examination of the pump's event history log provided evidence of the reported downstream occlusion issue. Next, the pump was inspected by attaching a cassette onto the device. Upon attachment of the cassette, the device alarmed "cassette not attached properly". Based on the evidence and testing, the complaint was confirmed. Further investigation of the pump determined that fluid ingression was the problem source of the issue. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion. No patient was involved in this event. No adverse effects were reported.